Event description:
Patient participated in a (B)(6) study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Preoperative diagnosis was disc failure or prolapse. Patient was implanted with a tplif spacer at levels l5-s1 size with pedicle screws at l4, l5, and s1. Patient was also implanted with click-x for supplemental fixation. Patient had been experiencing pain for 24 months. Surgery date was on (B)(6) 2005, and postoperatively patient experienced problems walking, requiring referral to pain management. This is complaint #9 of 19. This complaint is on the locking cap at s1.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding device was used for treatment, not diagnosis. No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.